Event description:
It was reported that a scratch mark was noted on the preloaded intraocular lens (iol) during lens implantation. Account indicated that resistance, slightly more than usual, was observed. No force was required for iol implantation. The process went fine in general. Through follow-up, we learned that patient is doing well and vision acuity (va) is 0.8. There is no need for lens explant and it will not be done. The nurse performed the first steps of directions for use (dfu) and doctor implanted the iol. Everything was as usual and according to dfu. Patient has no complaints or issues. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a, as the lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a picture provided by the customer was evaluated. The picture showed a pseudophakic eye visualized under a surgical microscope, claimed to be implanted with a tecnis eyehance intraocular lens preloaded in the symplicity delivery system, model dib00. A lineal scratch like mark that measures approximately 1.5 mm, located at 11:30 and at 12:30, was observed. Per the location of the scratch like mark it is not expected to cause visual issues to the patient; however, the actual clinical impact and the potential root cause of the incident cannot be determined from a picture assessment. Conclusion: based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.